Event description:
It was reported that during the implant procedure the guidewire got stuck in the lead and could not be removed. The lead could not be fixed when it was placed on the right ventricle because the helix would not extend. The lead was not used and a new lead was implanted. No adverse consequences were noted. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.